Manufacturer narrative:
Evaluation summary: at the visit on site the territory manager (tm) found the beam control check (bcm) within specifications. The tm realigned the optic pathway, in order to optimize it. Log file review of relevant parameters for few days before the day of treatment and the day of treatment shows: the beam control check was good and stable. The fluctuation is in the normal range. General log file review for day of treatment shows: during the startup, the vacuum check, the energy check and the ablation check were performed without any issue. The reported treatment shows no abnormalities during the preparation and the treatment itself. The suction values and the energy values are stable during the complete treatment and there was also no interruption. The review of the associated pictures received, depict significantly decentered suction ring application for both eyes. The concerned eye (od), illustrates vgb (vertical gas breakthrough) occurrence at 12¿oclock position. No technical root cause was identified. The root cause cannot be determined conclusively. The most likely root cause is decentered suction ring application (user handling), reducing the flap thickness, thereby causing vertical gas breakthrough, which can lead to an uncut area. (B)(4).

Event description:
In a follow up, the surgeon indicated that a contact lens was placed on the right eye in order to minimize or prevent corneal scarring. The event continues, as the patient has remaining refractive error and reported blurry vision without correction in the right eye only.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported that during creation of the corneal flap, there was low energy transfer, which caused an incomplete and damaged flap. However; the surgeon was able to complete the lasik surgery with no further complications. Additional information regarding the status of the patient has been requested.